Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2016 a patient (pt) called the affiliate in brazil to report that he/she was diagnosed with a corneal ulcer os in (B)(6) 2016 while wearing an acuvue oasys brand contact lens. The pt reported that he/she "experienced irritation and saw a medical specialist who diagnosed him/her." Multiple attempts have been made to contact the pt and the pt's treating eye care professional (ecp) for additional medical information, but the attempts have been unsuccessful. The suspect product availability is unknown. No additional information is expected. This event is being reported as a worst case. A lot history review was performed and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot # b00h1j7 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.